Event description:
It was reported that approximately one and a half years post device implant, the device allegedly had a transverse fracture of the outer layer of the catheter without perforation of the inner layer at the base. The procedure was completed using another kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one broviac s/l repair catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. A complete circumferential break was noted approximately 21.4cm from the distal end of the luer. The distal segment was not returned. However, striations were noted at the edge of the break and the catheter appeared cut. The investigation is confirmed for the reported catheter fracture, as a circumferential split to the outer catheter was noted approximately 5mm from the distal end of the luer. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4: (expiry date: 12/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2020. The catalog number identified has not been cleared in the us but is similar to the broviac cv catheters 1.0mm lumen repair kit that are cleared in the us. The pro code and 510k number for the broviac cv catheters 1.0mm lumen repair kit is identified.

Event description:
It was reported that approximately one and a half years post implant, the device allegedly had a transverse fracture of the outer layer of the catheter without perforation of the inner layer at the base. The procedure was completed using another kit. There was no reported patient injury.